Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the green range was the device fired? No information. What healthcare worker fired the device and what is his/her experience? The doctor did and he is familiar with the device. What is the current patient status? The patient is recovering and in hospital.

Event description:
It was reported that during a lap low anterior resection, the firing force was higher than expected at firing between the colon and the rectum. There was no crunch and all deployed staples were unformed. Eventually, the procedure was converted from a laparoscopic procedure to an open procedure. And then, suturing was performed by hand to complete the case. After the operation, the sales rep checked the device and found that the washer was uncut and all staples were deployed.

Manufacturer narrative:
(B)(4). Batch # n53a7x. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.